Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pacemaker mediated tachycardia. The right ventricular (rv) and right atrial (ra) lead e xhibited out of range low impedance warnings. The ipg and both leads remain in use. No further patient complications have been reported as a result of this event.